Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of lump, "sore and discolored," swelling, bruising, eyes water profusely, "super hard and large" area, chronic infection, and foreign substance in the area (granuloma) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs."

Event description:
Healthcare professional reported a patient was injected with an unspecified juvéderm® at another facility and developed a lump in the cheekbone next to the nose on the right side of the face, the left side underneath the eye was sore and discolored, and there was a lump underneath the right eye that felt hard. Symptoms occurred approximately 7 months after injection. Healthcare professional also reported patient developed swelling under the eyes and complained of bruising that was reported to be "going away." Patient reported two days after symptoms occurred, the whole left side of the face and cheekbone was swollen, they had a big lump next to the mouth and underneath the eye, and they ¿looked like they had a stroke because the left eye looked funky, but they had not had a stroke.¿ patient's eyes also water profusely. Patient was seen by a healthcare professional shortly after and was prescribed doxycycline and an unspecified oral medication. Patient was also prescribed ¿some fungal medicine/antifungal¿ because they have had ¿white fungus skin blotches¿ for 30 years prior to the filler. Prescribing healthcare professional does not feel the symptoms are due to the product, but due to the fungal infection on patient's skin. Symptoms have not resolved. Patient also takes ¿a lot of vitamins¿ and simvastatin for cholesterol concomitantly. Further information received from the healthcare professional revealed that patient now claims the product has ¿traveled up under the eye.¿ when the healthcare professional felt the area, it was described as ¿super hard and large as if the patient got some kind of filler up there.¿ patient has seen several doctors in the area asking to dissolve the product. A biopsy was performed; results were not provided. After the biopsy, ¿everything in the cheek went down¿ and the patient was put on a steroid and antibiotics from two different doctors. It was reported everything resolved, but returned at a later time in the marionette lines. Patient saw a dermatologist and had a biopsy of the marionette lines; results came back as ¿chronic infection and foreign substance in the area.¿